Manufacturer narrative:
Concomitant medical products: vamc3232c100tu, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 15 mm in length thoracic type b dissection. It was reported that the patient presented with left leg pain two days post index procedure. An angiogram was performed and revealed that there was thrombus in left common iliac artery and the patient had a left sfa occlusion. The patient had an intervention 3 days later and the occlusion was resolved. The physician does not know the cause of the occlusion outside of the stent graft system. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.